Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated the atrial lead position check failed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three months post implant the implantable pulse generator (ipg) exhibited false lead impedance warning on the atrial channel. It was also noted that the right atrial (ra) lead exhibited a failed atrial lead position check. Both the ipg and ra lead remain in use. No patient complications have been reported as a result of this event.